Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). Radial access was performed, and the absolute pro stent was successfully placed at the lesion in the sfa. During removal of the stent delivery system, resistance was met with the introducer; therefore, the delivery system and introducer were removed as a single unit. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Possible causes for difficulty withdrawing the catheter through the introducer sheath include, but are not limited to, damage to the catheter or introducer sheath, kinked catheter or guide wire, and physician technique. In this case, the device and accessory devices were not returned so no definitive cause could be determined. A review of the finished device lot history records revealed no nonconforming material records and no similar incidents were reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot.